Manufacturer narrative:
Manufacturer narrative; updated sections b5, g3, b6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned though implant patient registry and investigation that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 11 months due to endocarditis. The explanted valve was replaced with a 27mm 11060a valve. Per pathology report ((B)(6) 2025): clinical information showed unspecified endocarditis and type. Diagnosis showed prosthetic valve material with acute inflammation, consistent with endocarditis.

Event description:
It was learned though implant patient registry that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 11 months due to unknown reason. The explanted valve was replaced with a 27mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.